Event description:
The intellanav mifi open-irrigated catheter was selected for use during a procedure to treat atrial fibrillation. It was reported that the device was damaged before insertion. While the physician attempted to flush the catheter, the plastic flush port of the catheter was faulty, somewhat deformed. The device was exchanged with one from the same model. The procedure was completed succesfully without patient complication. The device was returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested; the lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for five minutes without any errors or pump messages. Complaint was not confirmed through analysis. The reported failure was not reproduced during returned device analysis and no evidence during returned device analysis was found to indicate an issue with the device.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during a procedure to treat atrial fibrillation. It was reported that the device was damaged before insertion. While the physician attempted to flush the catheter, the plastic flush port of the catheter was faulty, somewhat deformed. The device was exchanged with one from the same model. The procedure was completed succesfully without patient complication. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis, but not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.